Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that : "I would like to contact you because I would like information on the composition of the triathlon stryker cs total knee prosthesis. I would like to know whether there is a metallic component, in particular cobalt or other metal, in the composition of the prosthesis. Let me give you the background: I saw a patient for a picture of diffuse pain and read an article about joint pain and cobalt poisoning after a knee prosthesis."